Event description:
It was reported that the patient received the elective replacement indicator (eri) message. The software is up to date indicating this is a true message. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.